Event description:
Reference imp# (B)(4).

Manufacturer narrative:
Document review: versafitcup dm uhmwpe acetabular liner 28/48 mm: ref. 01.26.2848m / lot 124739 (20 liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold without any similar event. Stainless steel ball head - not marketed in the USA: ref. 25055.2801 / lot133987 ((B)(4)heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold without any similar event. From the data collected and from the x-rays analysis, there are no evidences that the event is device related.